Event description:
The report indicates that one week after revision surgery on (B)(6) 2013 to replace a dissociated lock screw, the pt again reported a squeaking noise emanating from the surgical site. CT scan depicted a loosening of the set screw and possibly shifting of the rod. Revision surgery was performed (B)(6) 2013, to replace the rod, pedicle screw and lock screw. Pt is otherwise asymptomatic. There was no pt injury reported with the complaint. The initial fusion surgery from l3-s1 with supplemental bilateral posterior fixation occurred on (B)(6) 2013. It is unk if the pt complied with post-operative care instructions or sustained an impact of some sort.

Manufacturer narrative:
(B)(4). Revision surgery occurred on (B)(6) 2013. Rod, pedicle screw and the lock screw were returned to nuvasive. Witness marks suggest that the rod was loose and shifting in-situ; his is consistent with the reported squeaking noise. Pedicle/lock screws were tested; strength tests were consistent with prior testing. All material composition, treatments and dimensions were within expected ranges at the time of manufacture. Evaluation of the radiographs suggest that rod selection contributed to the event. Appropriate fixation did not occur. Additionally, users reported challenging anatomy during the percutaneous procedure. Labeling review: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." "These devices can break when subjected to the increased load ... Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant." "Care should be taken to insure that all components are ideally fixated prior to closure." "It will be necessary for the surgeon to add length to the rod, depending upon pt anatomy and desired lordosis. As a general rule, add 10 mm. If the measurement is in-between rod sizes, always round up to the next rod length. For long construct, it may be necessary to add more length."